Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was hit along the side of a truck and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 129 mg/dl. Reportedly, customer continued to use the pump for basal therapy.